Event description:
The customer reported the device will power up and operate from the battery with no problem; when the device is connected to ac, the device will not power up; the screen remains blank and has leds flashing across the top. The customer noticed a clicking sound while in diagnostic mode. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer reported the power supply and battery were replaced to address the reported problem. The device was returned to service following the repair.